Manufacturer narrative:
Citation: bedogni et al. Transcatheter valve-in-valve implantation using corevalve revalving system for failed surgical aortic bioprostheses. Jacc cardiovasc interv. 2011 nov;4(11):1228-34. Doi: 10.1016/j.jcin.2011.10.002. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the performance of transcatheter valve-in-valve implantation in patients with a degenerated aortic bioprosthetic valve. All data were collected from multiple centers prior to 2011. The study population included 25 patients (mean age 82.4 years) with a stenotic or regurgitant bioprosthetic valve. Four patients had previously implanted medtronic mosaic (3) or hancock (1) bioprosthetic valves. All patients were implanted with a medtronic corevalve (25). No serial numbers were provided. Among all patients, there were three deaths within 30 days of implant and 1 death during follow-up. One patient died of cardiogenic shock due to ostial left main occlusion 48 hours after successful corevalve implantation inside of a non-medtronic stenotic bioprosthesis. Urgent coronary angiography showed a leaflet of the non-medtronic valve overriding and significantly impairing blood flow through the left main ostium. Despite prolonged attempts, percutaneous coronary intervention was not successful. A second patient had cardiogenic shock due to a severely stenotic non-medtronic valve and died of multiorgan failure 17 days after a successful corevalve implantation. No further details were provided on these deaths. Based on the available information, medtronic product may have caused or contributed to these deaths. A third patient died on day 26 post-procedure of acute heart failure. A fourth patient died during follow-up at 6 months due to severe respiratory insufficiency. Based on the available information, medtronic product did not cause or contribute these deaths.

Manufacturer narrative:
Correction to manufacturer name and contact information. If information is provided in the future, a supplemental report will be issued.